Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2018 at 6:00pm she developed symptom of feeling ¿tired¿. In response to the symptom, the patient claimed she tested her blood glucose and obtained readings of ¿386, 104, 404 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient claimed she took insulin (type/dose not reported) in response to the result of ¿404 mg/dl¿ and a few minutes after, retested with the subject meter obtaining a result of "87 mg/dl". The patient claimed she later became ¿low and felt like passing out¿. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an unspecified dose of insulin based on an alleged inaccurate result obtained with the subject meter.